Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in a moderately tortuous part of the mid sfa. Despite pre-dilatation, the lesion could not be crossed with the device.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in a moderately tortuous part of the mid sfa. Despite pre-dilatation, the lesion could not be crossed with the device.